Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: .6, lab inr: 16.05. Time between testing was a couple hours. Pt was tested at hospital after being admitted for pneumonia. After seeing his inr at 16.05, the pt was given blood/plasma infusions; no signs of bleeding. Pt's therapeutic range: 2.0-3.0.

Manufacturer narrative:
Investigation pending.